Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the unspecified bd nexiva¿ IV catheter would not connect to the mating component during use. The following information was provided by the initial reporter: "it was this blue piece that was stuck. I could get the clear piece twisted off but not the blue insert. It was to collect blood, not sure the name but the clear container that tubes go in with the orange piece on it. I could eventually get the orange piece twisted off the but the piece that connects inside of the it, the blue plastic piece that allows the tubes to go on it, was stuck."